Event description:
In 2008, the customer reported that 12 lead ECG could not be acquired.

Manufacturer narrative:
In 2008, the customer reported that 12 lead ECG could not be acquired. This reported failure could impact the delivery of therapy. Three days later, a philips fse went to the customer site and verified the reported failure. The option code for 12 lead ECG acquisition had not been entered post a recent processor pca replacement servicing performed by philips. The philips fse entered the option code for the 12 lead ECG acquisition and the unit now could acquire 12 lead ECG.